Event description:
It was reported from ous that during an orthopedic surgery the surgeon experienced an issue with the instrumentation. The lpi fit tibial temp was broken during impaction. All pieces were accounted for, nothing left in patient. No pieces/parts of the device fell into the surgical site. There was no delay to surgery. The patient is fine. There was no reported patient injury. The rep was present at the time of surgery. The device was returned. No additional information about this event has been provided by the contacts.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: patient ethnicity and race. Design-related issues: the adjustable tibial tamp guide has been in the field since 2012. Exactech is aware of 3 similar complaint reports involving broken guide buttons on the combo tray adjustable tibial tamp guide since 2012. Because the tibial tamp guide is used in optetrak logic total knee surgeries, sales data for optetrak logic tibial fit trays was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units, which haves been in the field since 2014. Therefore, this issue does not appear to be manufacturing related. A review of the appropriate risk management report (rmr) and risk assessment and controls report (racr) for the adjustable tibial tamp guide was conducted to ensure the risk was included and the occurrence is below the threshold. Rmr-00039 rev- and racr-00048 rev- were reviewed. Racr-00048 rev- is being updated under dcrsp- 19-527 to include the appropriate risk. Corrective actions are not required the occurrence rate is ¿very low¿, and the risk will be captured in the updated racr. The fracture of the tibial tamp guide button reported may have been the result of either retrograde impaction of the tibial tamp guide, not engaging the button prior to removing the mating tamp head, or a combination of the two which likely led to crack initiation, propagation, and ultimate fracture of the face of the guide button. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event. No pieces/parts of the device fell into the surgical site. An investigation was conducted: the fracture of the tibial tamp guide button reported may have been the result of either retrograde impaction of the tibial tamp guide, not engaging the button prior to removing the mating tamp head, or a combination of the two which likely led to crack initiation, propagation, and ultimate fracture of the face of the guide button.